Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve paralysis was confirmed while ablating the right superior pulmonary vein (rspv). The procedure was completed. Phrenic nerve pacing at the end of the procedure showed no phrenic nerve capture. On the day after the procedure it was reported the patient had a small degree of breathing difficulty with diaphragmatic paralysis visually confirmed. The patient was released following standard hospital protocol. There was no prolongation of hospitalization.